Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012002522 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kinks/twist at approximately 2 inches and 3 inches from the tip. Functional testing was performed and the balloon catheter could not be retracted from the sheath due to the clusters formed from the inner balloon material inside the distal outer balloon, making it bigger. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv) were ablated successfully. During the attempt to ablate the right inferior pulmonary vein (ripv), the inflated balloon suddenly deflated. The balloon catheter and sheath were removed from the patient. The balloon catheter was checked and it was observed that the inner balloon was damaged. The case was aborted and only the right inferior pulmonary vein (ripv) was not ablated. The patient was not under general anesthesia. No patient complications have been reported as a result of this event.